Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error code and motor error. Customer's blood glucose level was unknown. The insulin pump lost settings or had the insulin pump locked up and become unresponsive. Customer reported that the insulin pump ever reject the new battery, experience mechanical issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor error alarm, a/e alarm or rewind anomaly noted during testing. The motor was tested outside the device and passed.